Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was dropped and was "showing incorrect result". It is unk if the device was dropped or if it fell from a mounting device. No patient or user harm was reported.